Event description:
Information was received from a consumer (friend/family member) regarding a patient with an implantable drug infusion pump containing dilaudid with an unknown concentration and dose. Indication for use was unknown. It was reported there was 5% left in the needle at the time of the refill, and it ¿wasn¿t generating through the body.¿ the caller stated it occurred the last couple times, so the doctor replaced with the pump with different manufacturer¿s pump. The caller stated the patient had a 40 ml pump, and the health care provider (hcp) told the patient the manufacturer no longer made a 40 ml pump. The caller stated the patient had to get refilled all the time/more frequently because the pump was smaller than 40 ml. The caller also mentioned the patient had pain. The caller stated they had tried changing levels up/down to optimum level, but the patient still had horrific pain/¿is dying¿. There was no out-of-box failure reported. There was no medical or therapy problem associated with small parts. The pump refill issues were reported to have occurred in 2017. The pump was replaced on (B)(6) 2017. The caller stated the patient wanted to remain anonymous and would not provide any information. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.